Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. The patient was calling to have a company representative check their pump post MRI today. The agent provided contact information for nas (national answering service) to have the facility page the company representative. The patient further reported they have multiple issues, sciatic, recovering from hip surgery, gastroparesis which causes her to vomit a lot and stated some of her healthcare provider¿s think it is the pump causing the gastroparesis.